Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have a damaged keypad. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection was performed and found the keypad to be damaged. The cause of the condition was unknown. To correct the condition, the membrane panel was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.